Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the reported issue and replaced the customer device with a spare device to resolve the issue. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10/11 put this verbiage: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mp50 indicating that there was no alarm. The device was in use on patient at time of event, there was no adverse event reported.